Event description:
Following a percutaneous transluminal coronary angioplasty and stent of the right renal artery, an angio-seal device was placed in a pt's right groin. Oozing was noted at the puncture site shortly following deployment, therefore a c-clamp was applied (and reported to have been too tight). Later the pt reported claudication type pain. Approx 4-6 hrs later the pt returned to the cath lab for an acute ischemic right lower extremity. A selective right femoral angiogram was performed which identified an occluded right superficial femoral artery. The physician chose to perform an angioplasty, which restored flow distal to the puncture site. The pt's pain was relieved and the pulses were palpable. The pt was discharged home without add'l sequelae. As of 11/17/1998 there has been no report to the MFR of further complication or pt sequelae.